Event description:
It was reported that the fiber stopped working suddenly. Analysis of the returned fiber identified a fiber body break and a connector fracture. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in two pieces. During functional testing, it was observed that there was no light exiting the connector, indicating a connector fracture. Melting was also observed on the fiber jacket on the fiber body break area. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that procedural handling of the fiber during setup or use contributed to a fiber connector microfracture that became larger, resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire.